Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons responded intermittently. Customer reported that insulin pump was placed in a cooler away from weather and water. Customer's blood glucose was 108 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No moisture damage inside insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump was received without the original belt clip. No damage on pump belt clip slot noted.